Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 5076 implantable pacing lead 2002 (B)(6); 6947 implantable tachy lead 2002 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead had a suspected fracture and upon interrogation the lead impedance was found to have increased from 475 ohms to 836 ohms. There was also noise seen on the ra electrogram noted with patient movement. Also, the ra lead thresholds varied. The device reached elective replacement indicator (eri) and early battery depletion was questioned. The ra lead was capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.